Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#1627487-2018-01699. It was reported the patient ((B)(6)) was implanted with 2 dbs electrodes on (B)(6) 2017. Reportedly, one day postoperative the patient displayed erratic behavior consistent with frontal syndrome. As such, CT imaging confirmed edema surrounding both leads. As such, the physician suspects the edema might have been caused by an allergic reaction to the electrode material. As precaution, the neurosurgeon was extended and accepted an allergy kit to address the issue. However, the patient's issue improved and subsequently resolved without additional medical intervention. In turn, the patient was able to advance to the 2nd stage of the procedure on (B)(6) 2017 wherein she was implanted with the ipg and extensions completing thus infinity dbs system.